Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was kinked/buckled. All conductors were distorted and had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed). Visual analysis noted the lead was damaged at implant.

Event description:
It was reported that during an implant attempt, when the sheath was slit, the left ventricular [lv] lead was kinked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.